Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, instrument log review, labeling review, accuracy testing, and field data review. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Log review did not identify any issues that contributed to the customer issue. Labeling was reviewed and found to be adequate. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Abbott link world wide data was used to evaluate historical product field performance. Patient data was analyzed the evaluation indicated that the patient median result for the complaint lot was within the established control limits and performance was comparable to other lots in the field between may 13, 2018 and november 10, 2018. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified, and no product deficiency was found.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely positive results while using archtiect b hcg reagents. The following data was provided. Sid (B)(6) initial 4344.53 miu/ml (positive), multiple repeats less than 1.2 miu/ml (negative). No impact to patient management was reported.